Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) display backlit was not working. It was indicated that the main printed circuit board (pcb) was damaged and out of specification electrically. It was also indicated that display wires were pinched, the keypad was scratched, and an encoder switch assembly was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) display backlit was not working. The epg was returned for service. There was no patient involvement.